Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the cmw2 cement mix looking very chalky compared to how it normally looks when mixed. It¿s normally silky and shiny but the mix used appeared different. The cement behaved the same way that it normally does but did not like how it looked and wondered if the cement was compromised in some way.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿in conversation with [surgeon] at the end of a case he commented on the cmw2 cement mix looking very chalky compared to how it normally looks when mixed. He stated it¿s normally silky and shiny but the mix used appeared different. He said the cement behaved the same way that it normally does but said he did not like how it looked and wondered if the cement was compromised in some way. He was concerned as the only cent left on the shelf at that hospital had the same lot number as the compromised on.¿ the product was not returned to depuy synthes; however, photos were provided for review. See attachment "(B)(4)". Review of the photographic evidence found nothing that could be related to a product malfunction, only the patient label was provided as evidence. A retain sample test performed by the manufactured in a temperature and humidity-controlled laboratory revealed that the reported cement mixed and behaved as expected for the product type and met the appropriate control specification. The reported complaint condition was not able to be replicated. As per the instruction for use (IFU-0630132), "bone cements are heat sensitive. Any increase or decrease in temperature (either ambient, and/or of the cement components and mixing equipment) from the recommended temperature of 73 °f (23 °c) will affect the handling characteristics and setting time of the cement. Additionally, variations in humidity will affect the cement handling characteristics and setting time". A manufacturing record evaluation was performed for the finished device [3325040 / 4360235] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the depuy cmw 2g 40g during the retain sample test would not contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [3325040 / 4360235] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: 1. How was the cement prepared for use? In a standard mixing bowl, liquid first then powder. 2.what equipment was used to prepare / mix the cement? Was it done by vacuum technique? In a standard mixing bowl without vacuum seal. 3.what was the timing to mix and the time between mixing and setting? Mixing time was 45 seconds and setting was approximately 5-6 minutes for both mixes, about 5 minutes apart 4.what equipment was used to deliver the cement? Unknown. 5.what was the storage temperature of the cement prior to usage? Unknown. 6.what was the or temperature during use of the cement? Approximately 19 degrees 7. Was there any temperature issues ? The storage room felt warmer than hallway of theatre. 8. Can you please confirm the event date? Was it june 4, 2024 or july 4, 2024? July 9 2024? July. 9. Was the cement used under expiry ? Yes, more boxes with same lot are on shelf 10. Was there a surgical delay? If yes, what is the duration of the delay? No.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a2 (age), a3a, a3b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.